Event description:
The customer reported that the ventilator alarmed due to a 35 volt failure. The customer reported the device was not in use on a pt and there was no pt harm reported. A 35 volt failure occurrence may result in a shut down of the device with alarm during normal ventilation operation. The MFR's service provider replaced the power management pcb board to address the reported problem.